Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding a qcv-detected failure with the minividas® system on (B)(6) 2018. Section b was disabled pending repair and qualification of the instrument. Biomérieux investigation was conducted. The local field service engineer (fse) visited the customer site to evaluate the instrument and performed several actions. The fse performed several actions: replacement of the seals. Visual inspection of the old seals (unstuck dot, crystallization, misplaced or glued dots, debris, fibres, aluminum particles): nothing to report. Visual inspection in the tray, on the door, on the shield insulate plate, on the bottom of the frame: nothing to report. Pump tester (expected value >= 140). Results on b1 position was 11 (out of range). Pump position b1 was clogged. Pump cleaning of section b was performed. Another pump test was performed in section b after the pump cleaning. Value of position b1 was now conform with 186. Door plunger ball: nothing to report. Striker plate check: nothing to report. Spring integrity check: nothing to report. Free and smooth vertical movement of spr blocks: nothing to report. Clean and lubricate the screws holding the spr block: nothing to report. Check spr block and adjust: nothing to report. Check tower height and adjust: nothing to report. Check pump block (movement, pump sensor[?]) And adjust: nothing to report. Check retainer plate integrity: nothing to report. Check tray depth and adjust: nothing to report. Leak test and qcv test performed in order to qualify the instrument. The tv1 result values were correct on all positions. Conclusion: the cause of the qcv-detected failure was a clog in the pump of position b1. A retrospective analysis was performed between (B)(6) 2018 (last correct qcv) and (B)(6) 2018, (date of qcv failure) and showed three (3) false high results in pct (plasma not diluted) were obtained in position b1, all reported to the physician. Retest was performed after fse intervention : patient 1: false result = 1.05 - retested <0.05. Patient 2: false result = 0.45 - retested <0.05. Patient 3: false result = 6.05 - retested <0.05. No clinical consequences due to the incorrect results were reported. Customer kathy fraser, chemistry manager stated the patient results were updated, the physicians were informed, and the physicians made no statement to indicate that the discrepant results had any impact on patient outcome.

Event description:
On (B)(6) 2018, a customer in the united states reported a qcv failure in association with the minividas® blue instrument. The customer reported an issue with position b1. The qcv failed on (B)(6) 2018. The customer stated results were reported to the physician during this time. Biomérieux requested a retrospective analysis of all tests run in position b1 since date of last good qcv ((B)(6) 2018). The customer performed a retrospective analysis, in position b1, from (B)(6) 2018, and there were three false positive results reported to the physician. It was not known if there were clinical consequences due to the incorrect results reported. The samples were retested on position a1 after intervention from a field service engineer and all results were negative (<0.05). Corrected reports were issued. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.